Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail separated from the cartridge. Customer's blood glucose level was 120-220 mg/dl. Customer changed infusion set and cartridge to address the issue.